Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received to perform an investigation. A visual inspection of the returned pump found the tamper seals intact. The pump was observed to be chipped on the lower left front corner of top case and had a broken battery compartment on bottom case. A review of the pump event history log found evidence of motor not running error in the history. Functional testing found the motor not running at the beginning of occlusion test. The root cause of the reported problem was related to misalignment of the main board because the pump had been dropped by the customer (broken battery compartment on bottom case). To resolve the problem, the main board was realigned and the whole motor assembly was cleaned and greased. Also, preventive maintenance was performed.

Event description:
Additional information received indicated that the customer is not aware if there was patient involvement in this event.

Event description:
Information was received indicating that the motor of a smiths medical medfusion pump was not running. No adverse effects were reported.